Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 11-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 12 mg at 2.99789 mg/day via an implantable pump. It was reported on (B)(6) 2020 the patient reported severe back pain. An intrathecal bolus was given by the hcp on (B)(6) 2020. On (B)(6) 2021 the patient reported severe pain in right shoulder. It was noted the patient had a recent fall. The hcp increased the intrathecal medication by 6% with single bolus of 0.1mg. The outcome of the event was noted as ongoing. The clinical diagnosis was severe back pain. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (hydromorphone) was possibly related, and the drug action that caused the event was no change in drug. The event date was (B)(6) 2020. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the hcp performed pump reprogrammed where they reduced the dose secondary to alcohol use and increased risk of respiratory depression and death. Additional information received from a healthcare professional (hcp) via a clinical study reported catheter evaluation on (B)(6) 2021 resulted in no aspiration of cerebrospinal (csf) from the side port. On (B)(6) 2021 the patient reported stable pain relief. The patient was scheduled for pump replacement before (B)(6) 2021. The outcome of the event resolved with sequelae on (B)(6) 2021. The sequelae was no aspiration of csf from side port.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome was updated to ongoing. The device diagnosis was pump unable to enter/withdraw from catheter access port.

Manufacturer narrative:
Continuation of d10: product ID: 8731sc,serial# (B)(6) , implanted: (B)(6) 2015, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had stable pain relief, on (B)(6) 2021, and significant improvement in ambulation and social engagement.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on 2021-dec-07.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.